Manufacturer narrative:
The power flex circuit was replaced to correct the problem that was found during service.

Event description:
During service of the ventilator, the carefusion service tech found the power flex circuit component jp4, pin 2 was damaged and burned. The problem had not been reported by the customer.